Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the infusion set had "loosened" from the cartridge and insulin leaked. No adverse event was reported. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.